Event description:
Reporter indicated a patient had an infection at the vns generator site that was believed to be due to residual abscesses from an infection in 2004. The previous infection was reported via MDR #1644487-2006-00269. The patient later developed another infection with the same vns generator in 2008, which was reported via MDR #1644487-2009-01547. Attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.